Event description:
The patient reported that compatibility guidelines were requested for the following: MRI. Regarding if the MRI was related to his device therapy and the patient said it was for bad back pain. Since implant, it was not helping with his retention symptom. There was no change he was still catheterizing. Regarding if it helped with the urge, the patient said no then yes it does. Normally, his back, not his side would hurt really bad when he had to urinate. The patient said: ok, your bladder is full you gotta pee. The first day they put it in, he urinated like a stream. He was really excited then nothing. They told him it might take a year and he will be patient. The patient felt like a throbbing that started when device was put in. His prostrate was throbbing. Patient services reviewed it is supposed to be anywhere you sit on a bicycle seat. The patient felt it there but was also feeling back pain. The patient was hoping some day it will pop open the muscle that atrophied and he has to give it time to build up the muscle. The back pain had been going on a little bit since before his interstim but he got the device and now it was bad. The patient had a lot of discomfort. He had back pain because he has pins and plates l 5 s 1 causing discomfort when he goes to sleep. The patient said he is not going to say it is the device, he is (B)(6), has had back problems all his life. It could be just from where the implant is located and causing discomfort where he sleeps. It was noted: is not enough follow-up after the implant. It was really good once he got it, followed up one time after. The patient noted he was vietnam vet and had ptsd, prior to getting his device. It was noted that the patient has appointment on april 8 but he wanted to give this some time. The patient planned to discuss this with hcp (healthcare provider). The patient felt like they sold the product and they were done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0qcay, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).